Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer's son called to report lancet a properly seated lancet protruded past the end cap of softclix plus device. Device and lancets lot numbers logged as unknown as neither product was on hand at time son called acc. No adverse event reported. The lancet device and lancets have been replaced. The device and lancets have been requested for return.